Manufacturer narrative:
After battery installation, the pump powered up and the display was frozen after the count up, followed by an unexpected constant tone alarm. The problem was isolated to the mother board. Unable to perform any tests or verify any alarms due to the frozen screens. No blank display was noted. The pump had a cracked lcd window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display, external ram crc error, unexpected restart and program alarm anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he used the new battery cap and he received a program alarm anomaly from the pump. The customer stated that he also received an unexpected restart alarm and the pump shut off. The customer stated that the unexpected restart alarm occurred during normal use. The customer was advised to clear the program alarm anomaly with the escape and act buttons. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer will be sent a replacement pump.